Event description:
The customer contact reported a disconnection. The tubing set was being used as a saline heplock. The option-lok male adapter of the tubing set was connected to the patient's IV access site. After an unspecified length of time in use, the removable clave port disconnected from the tubing set. A leak of solution and an unspecified volume of blood loss were noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "remove caps when required and secure connections." This report represents all the information known by the reporter upon query by hospira personnel.